Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No photos or videos were returned in conjunction with this complaint, and a thorough investigation could not be performed. Therefore, the exact root cause of the reported incident could not be determined. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the filter leaked at the end of a one-hour taxol infusion. No injury reported.